Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was not due to normal battery depletion, and their device was replaced on (B)(6) 2025. They did not indicate whether the issue was resolved or not.

Event description:
It was reported that the patient's battery level had been checked monthly, and the caller observed a significant drop in the patient¿s internal battery level, which was full during the last check on june 10 but had decreased to 1 bar as of the previous day. The caller noted that the battery was reading low with less than three months remaining. The communicator was at 100%, and the handset was at 96%. Patient services reviewed the internal battery and found that it is reading low, indicating a potential need for replacement. The patient was redirected to their healthcare provider for further evaluation and management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.